Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator reported to stop functioning while transferring a patient to magnetic resonance imaging (MRI). It was noted that the vent would cycle one time and then stop operating. The breath indicator blinked with no ventilator function. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device could not duplicate customer issue. Device consistently ran for 2 hours at 15 cmh2o backpressure , activiating the cycle indicator. The customer reported condition was not confirmed. No fault found. No previous service histories. Manufacturing DHR not relevant to the investigation as no fault found.